Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas was unable to successfully submit this case, that was complete and ready for transmission, by the due date due to esg product issues at the FDA.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump began to heat up. There was moisture inside the display screen. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: the pump's black box showed evidence of a sudden voltage drop on (B)(6)2017 resulting in battery alarms. There was evidence of moisture behind the display screen. There was also evidence of moisture contamination in the battery compartment. The sleep current draws were not within specifications. When the pump was opened, moisture was found on the internal components of the pump.